Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was able to charge the pump with an alternate cable. Replacement cable was sent to customer. The customer experienced a blood glucose (bg) level of 542 mg/dl and trace ketones; cause was unknown. Bg was addressed via a correction bolus.